Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose was 544mg/dl which was treated with insulin pump. Customer¿s blood glucose was 414mg/dl at time of incident. Customer had symptoms like vomiting and had aches all over cramps. Customers states that insulin pump was not working properly. Customer reports insulin exited at the qr. Customer further states that customer was taken to hospital due to being passed out from having blood glucose of 1100mg/dl about 4 years before using the insulin pump as well as customer was also in the hospital for non-diabetic incident which caused him to go into ketoacidosis while he was disconnected from his previous pump.